Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02024 and 2134265-2016-01913. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci) after the catheter crossed the lesion, it was noted that the catheter was unable to be pulled back at the first run. The sled was reset but the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was good.